Event description:
Clinical study. It was reported that 320 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a non-q wave myocardial infarction (mi). The index procedure treated 1 de novo target lesion located in the distal right coronary artery. The lesion was predilated with an angioplasty balloon at 16 atms. The physician implanted a 3x24mm taxus express2 drug-eluting stent at 16 atms. The patient was discharged the same day on aspirin and plavix. The patient had a non-q wave mi 320 days post-index procedure. No ck-mb were drawn at the time of the mi. No further information was provided.

Manufacturer narrative:
The device has not been returned as of this report therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.